Manufacturer narrative:
Correction: the arpc was updated from pip01-3 to pfl04 and h6 device code.

Manufacturer narrative:
Additional information h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of the lipids not infusing according to program during lipids therapy at 250 ml. The pump alarmed infusion complete but the bag had 50 ml left. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.